Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had a no delivery alarm during prime on the insulin pump. Customer stated that she took the pump off. Customer stated that she had a no delivery alarm yesterday and then the pump started to work. Customer received a motor error alarm and a no delivery alarm today. Customer stated that she was not able to rewind without getting a motor error alarm. Customer stated that the pump will rewind and then pop up with a motor error. Customer stated that she will never get the rewind complete. Customer was advised to remove the battery. Customer's blood glucose was 196 mg/dl this morning. Customer was assisted with clearing the alarm. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.